Manufacturer narrative:
It was reported that a 60-year-old male patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The investigational analysis has been completed on 11/12/2018. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized with no errors observed. Force sensor was tested and it was working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection tests were performed and found within specifications. The catheter was irrigating and deflecting correctly. On 10/19/2018 we received information indicating that the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Manufacture reference no: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. We are working on the device history record (DHR), once we get more information it will be submitted in the supplemental. Concomitant product: carto 3 system (model# fg-5400-00c, serial # unknown) manufacturer ref no: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At the beginning of the procedure, the patient¿s blood pressure was normal. After transseptal puncture, the catheter was connected to the patient interface unit piu and inserted into the left atrium (la). No error message was observed on any bwi equipment at this time. The catheter was zeroed, the complex fractionated atrial electrogram cf was displayed. However, the force vector was not. The catheter was reconnected and re-zeroed, but the issue continued. The issue was resolved by restarting with study mode. Isolation of right pulmonary vein (rpv) started. Then the ablation began, and merge felt uncomfortable at several points. Mapping was performed from the posterior wall to roof. No abnormality with cf was confirmed during mapping. The maximum cf recorded value was 70gr. The patient¿s blood pressure was still within normal parameters. After merge was corrected, the ablation started again at the rpv. The patient¿s blood pressure dropped. An intracardiac echocardiogram catheter was inserted, and cardiac tamponade was confirmed. Remainder of the procedure was aborted. Pericardiocentesis was performed to remove 400cc of fluid from the pericardium. Protamine was administered, and it was confirmed that the effusion was not accumulated. Therefore, the patient exited the room and was transferred to intensive cardiac unit and required an overnight stay for monitoring purposes. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related. The physician did not attribute the causality of the adverse event to a biosense webster product. It is unknown if transseptal puncture was performed. The generator was in power control mode at the time of the injury. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit piu. The carto 3 system indicated to re-zero the catheter. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The force issue has been assessed as not reportable. If there¿s a force vector visualization issue, the device can function as intended, because the catheter can still be displayed using fluoroscopy and carto 3 navigation system. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote.